Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2006 - pt underwent multiple ventral hernia repair with composix kugel mesh and a non-bard mesh. On (B)(6) 2007 - office visit note, pt has had a recurrence of the ventral hernia. Pt states a "few weeks ago when lifting an ambulance cart for pt care" the hernia returned. On (B)(6) 2007 - pt underwent recurrent ventral hernia repair with a composix kugel mesh. On (B)(6) 2007 - office notes, one month post-op, doing well, hernia repair intact wound is clean dry and intact. On (B)(6) 2008 - pt underwent complex intramural and intraperitoneal modified reeves stoppa type repair of multiple incisional hernias with two large pieces of composix e/x mesh.

Manufacturer narrative:
Initially one event was reported by the pts' attorney. However, review of the medical records showed there to be additional implants. Based on medical record review an obese pt with a history of tobacco use, and hernia repair surgery underwent multiple recurrent ventral hernia repair with composix kugel mesh and a non-bard mesh on (B)(6) 2006. Approximately, ten months later, the pt reportedly had another recurrence. The medical records note that the pt reported to the md that a "few weeks ago when lifting an ambulance cart for pt care" the hernia returned. On (B)(6) 2007, it was reported that the pt underwent recurrent ventral hernia repair with a composix kugel mesh for what appears to be a recurrence stemming from a work related incident. On (B)(6) 2008, the medical records indicate the pt underwent lysis of adhesions and complex intramural and intraperitoneal modified reeves stoppa type repair of multiple incisional hernias with two large pieces of composix e/x mesh. It was reported that bowel was adhered to the underside of the mesh. It appears, from the operative report, that a small piece of previously placed mesh was partially excised during the (B)(6) 2008 procedure and that "this was a long difficult case due to his size." According to the medical records the pt states that he is filing for disability due to his physical limitations. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. Additionally , no sample was returned for eval. No conclusion can be drawn at this time. See MDR 1213643-2011-00441 for info regarding the composix kugel implanted on (B)(6) 2006. See MDR 1213643-2011-00444 for info regarding the composix e/x implanted on (B)(6) 2007. See MDR 1213643-2011-00442 for info regarding the other composix e/x implanted on (B)(6) 2008.